Event description:
The customer stated that normal control test results were as high as 10.2 mmol/l. The normal control range is 5.2-7.6 mmol/l. No adverse events were alleged. The test strips will not be returned for evaluation, as they were used up for testing.